Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient developed symptoms of dyspnea and nausea while exercising shortly after rate response was activated on their implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.